Event description:
It was reported that a user did not see drops during the fill tubing process and reached 10 units because the cartridge had been attached to the ilet pump without insulin, then removed and filled without rewinding, constituting a use-of-device problem during an infusion set and cartridge change with no specific component code available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and that the issue was related to user handling during the supply change procedure. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.